Event description:
Patient called lfs in 2002 alleging that their meter would only prompt the clean test area message. The customer service representative walked the patient through resolving the error message, however, the error message could not be resolved. The patient also reported blood glucose results of "123 mg/dl" and "255 mg/dl" with a lifescan meter, performed within 10 minutes of each other (unknown date). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient reported feeling nausea at that time. No medical treatment was sought from a healthcare professional. Patient did not have any quality control supplies. Customer service representative replaced the meter and test strips.